Event description:
End user alleges receiving a pressure ulcer on his thigh as a result of sitting in his motorized wheelchair on a worn seat.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. It was reported that end user continued sitting in the motorized wheelchair with a worn seat. Additionally, the end user's weight had increased beyond the maximum weight capacity of the equipment. The owner's manual warns, to discontinue use of the equipment if your skin developes any redness/irritation/ulcers and/or your weight exceeds the maximum weight capacity of the unit.